Event description:
It was reported the patient had his left spectra penile prosthesis cylinder removed due to glans perforation. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Evaluation summary:the spectra cylinder was visually inspected and functionally tested. The cylinder performed within specifications.